Manufacturer narrative:
Correction h9 correction/removal reporting # h3 device evaluation: the product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. Based on the results of this investigation, no escalation is required. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has foreign material (fm), a green piece of fiber was found inside the cylinder 1 between the outer tube and fabric. The fm was measured and met the specification requirement of final inspection. Cylinder 1 has leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not pressure tested due to leak was identified. Cylinder 2 was pressure tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported event.

Event description:
It was reported that following the implant of an inflatable penile prosthesis, the patient was seen at the clinic for initial activation of the device. Both the patient and physician were unable to inflate the device. Trouble shooting was performed, but they were still unable to inflate the device. The inflatable penile prosthesis cylinder and pump components were removed and replaced. Following the surgery, the patient outcome was reported as healing.

Event description:
It was reported that following the implant of an inflatable penile prosthesis, the patient was seen at the clinic for initial activation of the device. Both the patient and physician were unable to inflate the device. Trouble shooting was performed, but they were still unable to inflate the device. The inflatable penile prosthesis cylinder and pump components were removed and replaced. Following the surgery, the patient outcome was reported as healing.